Event description:
It was reported to boston scientific that during the endoscopic retrograde cholangiopancreatography procedure (ercp), the cutting wire broke on three of the same device. The physician completed the procedure with a fourth of the same device, with no patient complications, the patient is fine. For other two devices reported reference MDR report numbers: 3005099803-2008-01086, 3005099803-2008-01087.

Manufacturer narrative:
A device history record review of lot number was performed and revealed no related issues to this complaint. The directions for use (dfu) caution user to "verify that the cutting wire has exited the endoscope by visualizing it on the endoscope monitor. Failure to do so may result in contact between the cutting wire and the endoscope, while electrical current is applied. This may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to the endoscope." The suspect device has been disposed, a device evaluation will not be performed; based on the evaluation of other devices that have been returned with the same issue (broken cutting wire), the root cause is undeterminable since the broken cutting wire could be a user or manufacturing error and could not be verified with out analyzing the device.